Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while using the bd safetyglide¿ needle the needle could not draw up medication, lumen is blocked. The following information was provided by the initial reporter: it was reported by customer that murrieta ¿ reports from that nurses sensing resistance when try to push meds. Verbatim: description of complaint: it was reported by the customer that could not draw up medication, lumen is blocked. Murrieta ¿ reports from that nurses sensing resistance when try to push meds.

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for batch number 1340735. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each batch of needles used in the manufacture of this batch. During the history review, one lot was identified as having suffered from clogged needles due to silicone. The process to isolate affected product was reviewed, as well as the process of variations that could induce the needle clogged / blocked symptom. The processes were adjusted to prevent variations that could result in this defect. Based on the investigation with no sample analysis the symptom reported could not be confirmed. However, based on the device history record review the symptom reported is confirmed.

Event description:
It was reported that while using the bd safetyglide¿ needle the needle could not draw up medication, lumen is blocked. The following information was provided by the initial reporter: it was reported by customer that murrieta ¿ reports from that nurses sensing resistance when try to push meds. Verbatim: description of complaint: it was reported by the customer that "could not draw up medication, lumen is blocked." Murrieta ¿ reports from that nurses sensing resistance when try to push meds.